Event description:
Leaking an exit site. The device was removed, but there is no indication from information received that the device was replaced. Event did not result in long-term or residual consequences.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexf0720 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rexf0720) have been reported from on UK facility.